Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 07/08/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 06/27/2014 with the following findings: the battery compartment is cracked from the threads to the case seal. The returned battery cap was able to attach to the pump and was used to complete all testing. The display screen is discolored with a pinkish contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.